Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 07-feb-2022 to ensure the customer¿s initial concern - able to establish contact with customer who stated the initial concern has been resolved.

Event description:
Consumer reported complaint for hi blood glucose test results. Girlfriend is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi obtained using replacement product; reference internal report (B)(4). The customer¿s expected fasting blood glucose test result is 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test result of hi and 529 mg/dl using true metrix air meter. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 04/22/2023 and test strips were opened on day of call. The meter memory was not reviewed for previous test result history. Customer advised that he has a routine appointment with his pcp on (B)(6) 2022 and will speak with him regarding diabetes management and possibly a cbgm.

Manufacturer narrative:
Sections with additional information as of 11-april-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018 : user has high glucose value.